Event description:
Testing procedure; went to drive through clinic for covid 19 test, they took samples and sent them off to (B)(6) they received specimen on (B)(6) 2020 didn't get results from health department till (B)(6) 2020. Doctor called on (B)(6) 2020 to say test was negative. Now I have been extremely sick since (B)(6) 2020. On (B)(6) 2020 had a flu swab was negative, had respiratory panel all negative results but chest xray said pneumonia present. They put me on antibiotics, they didn't work, went to hospital on (B)(6) 2020, chest xray pneumonia still present, put me on different antibiotics and steroids still no change. Temp has been 98-99 degrees for 3 weeks. I believe the test they ran didn't take accurately, they had it for way too long. I have had every sign and symptom of the virus. I have done everything correctly, now I go back to work this week because my test came back negative, so hopefully I won't infect anyone as I work in the healthcare field. This whole system is terrible and I believe I need to be retested but no one listens to me. Please do something asap so others don't contract this virus. I need to be retested. I don't believe this test was done or collected correctly. Covid 19 sars testing kit; name(s) of the company that makes (or compounds) the product: (B)(6); date the person first started taking or using the product: (B)(6) 2020. Reason for use: due to illness. FDA safety report ID# (B)(4).